Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the femoral loosening and the prosthesis wear could not be determined as the devices were not returned for evaluation.

Event description:
As reported, approximately five years post initial right tka, the 67 y/o female patient came in due to the tibial insert recall. Patient had a revision due to recall and the femur was loose. Patient was revised from a size 3 femur and a recall tibial insert to a size 3 constrained femur with a ps size 15 mm tibial insert and a stem extension. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and images received. The devices are not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products: truliant tib imp ps insert sz 3 11mm (cat#: 02-022-35-3011 / serial#; (B)(6). Tru stem ext 14mm x 25mm (cat#: 02-012-60-1425 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the femoral loosening and the prosthesis wear could not be determined as the devices were not returned for evaluation.h6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 60 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. No further issues or complications were reported. No additional information is available.